Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus for evaluation. Olympus australia & new zealand made a sincere effort, but the results of microbiological tests and the cds checklist were not available from the user facility. Therefore, omsc could not confirm whether the reprocessing by the user facility was performed according to the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that this endoscope tested positive for unspecified microbes three times. The sales representative reported that the device was used for a patient while waiting for the results of the first microbiological test. The scope was not used for any other patients after the second test. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.